Event description:
A sutureless connector occlusion occurred. It was reported that the patient never had efficacy since implant. It was determined the sutureless connector was occluded and a revision was done. Once the affected connecter was removed, the catheter flowed freely. A new sutureless connector was placed, free flow of cerebral spinal fluid was observed and then reconnected to the pump. The patient was noted as "fine." The device system was used to infuse morphine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was later reported that the patient previously told her hcp that the pump wasn¿t working. The patient was later told that, at a refill, the pump was not working. At the end of (B)(6) 2012, the ¿whole tube of medication¿ was ¿pulled out¿ and that¿s when it was finally believed that the pump was not working. A dye study was done to find out where the catheter kink was. The patient status prior to the event was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that at this time the pump was not working and she was not getting medication dispensed to her body. Patient stated they went to fill the pump and there wasn't one drop of medication dispensed to me. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an issue with a kink in the tubing. The patient shouldn't be feeling medication going through the pump. The date that they implanted the pump was (B)(6)2012 and they replaced this and fixed the kink (B)(6)2013. When they put in new medication all the old medication was never dispersed to the patient. They put a motor stall which had occurred because no medication was going through the pump. They just fixed the pump and catheter and was not given new components. They had to recut the patient in the back and in the stomach. They did this 2 times to fix the kink so medication would be dispensed. No further complications were reported.